Event description:
It was reported a patient's pacemaker presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was discharged.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Session records and analysis of device image indicated an increase in pacing output settings as well as cap confirm and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as cap confirm and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.